Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. The retain sample was evaluated and results met specifications. The gliding force of the syringes were within the acceptable range, but showed an increase in the second half of the syringe. To prevent similar complaints, the gliding force was reduced by the supplier. Additional information was requested. (B)(4).

Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "the plungers have on a few occasions, become stuck halfway down" (sticking [plunger]). A pharmacist reported a surgeon's general observation that the plungers become "stuck halfway down". In a follow-up, the surgeon reported that the plunger does not become completely stuck; but additional pressure is necessary to move the plunger after about 60% of the solution has been expressed. He stated there were no delays to surgeries and no harm to patients. Additional information has been requested.